Event description:
It was reported that a malfunction alarm with code 24 occurred, and a fault ID was available. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.